Manufacturer narrative:
On 4/13/2018 - it was reported that the patient had a seizure in (B)(6) and came into the ER on (B)(6) 2018 with thumping in their chest. An x-ray was performed and the lead was found dislodged. This lead was returned for analysis. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection a deformation of the fixation helix was found. Damaging the fixation helix requires the presence of severe mechanical stress. Based on the damage characteristics, it is reasonable to assume that tensile forces applied during the explantation procedure contributed to this observation. In addition, cuts in the insulation were observed which occurred most likely during the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to dislodgement. Should additional information become available, this file will be updated.